Manufacturer narrative:
Manufacturer reference: (B)(4). The device was returned on 07/20/2016. (B)(6). (B)(4). Patient code converted to open procedure.

Event description:
According to the reporter, there was an anastomotic leak while performing a robotic sigmoid colectomy. While firing the device he said that he did not feel the typical 'crunch and click' tactile feedback and the staple line did not form correctly. The procedure was converted to open and the surgeon over-sewed the anastomosis to repair the leak. The leak was repaired and patient is fine. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led, an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. A microscope examination of the device displayed nicks on the knife blade. Inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The device produced an audible click after two full turns of the knob after firing. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.